Manufacturer narrative:
Additional information was added to b5, d9, h3, h6 and h10. B5: the issue was further described as the ¿the break in the transfer set was inside the white twist clamp in the transfer set. A prong inside apparently broke and allowed twist clamp to unscrew completely¿. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred from october 16, 2023 - october 17, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set broke. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with vancomycin 1 gm ip (intraperitoneal) x 6 hr dwell and cefepime 1 gm ip x 6 hr dwell one time. Alcavis had been used on the transfer set. The transfer set was replaced. No additional information is available.